Event description:
The patient contracted lfs alleging that the ultralink meter would not power on. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient replaced the battery and issue persisted. The battery contacts were in good condition. The meter does not power on by pressing the power button. The patient was using the correct vial of test strips. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.